Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to the customer's instrument at the site on (B)(6) 2015 to assess the test well images. No patient blood sample or customer site testing product was returned to the immucor laboratory for investigation.